Event description:
The report received from the sapphire study states that the patient suffered a stroke approximately six hours post procedure. The patient is a (B)(6) male. Medical history includes hyperlipidemia and hypertension. The target lesion location was the proximal left internal carotid artery (l5). The vessel was described as mildly calcified and eccentric. The rate of stenosis was 80%. An angioguard epd (601814rmc / lot 70911439) was deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0740rxc/ lot 15516206) stent was successfully deployed in the lesion. The angioguard was carefully removed from the patient. There was no debris found in the filter basket upon inspection. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately six hours post procedure the patient developed sudden onset of right-sided weakness aphasia and garbled speech. A cat scan of the head showed no acute abnormalities but did show chronic micro vascular ischemic changes as well as a stable chronic left arachnoid cyst in the left frontal temporal lobe. The patient was diagnosed with a stroke of the left middle cerebral artery (mca). The patient was discharged five days post-procedure in stable condition. It appeared on CT that there was no evidence of intracranial mass, hemorrhage, edema , or hydrocephalus.

Manufacturer narrative:
The report received from the (B)(4) study states that the patient suffered a stroke approximately six hours post procedure. The patient is an (B)(6) male with a medical history including hyperlipidemia and hypertension. The target lesion location was a mildly calcified and eccentric proximal left internal carotid artery (l5) with an 80% stenosis. An angioguard was deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed. The angioguard was carefully removed from the patient; no debris was found in the filter basket. The procedure was successfully completed and the patient was neurologically intact when taken from the angio suite. Approximately six hours post procedure the patient developed sudden onset of right-sided weakness aphasia and garbled speech. A cat scan of the head showed no acute abnormalities no evidence of intracranial mass, hemorrhage, edema , or hydrocephalus. The patient was diagnosed with a stroke of the left middle cerebral artery (mca) and was discharged five days post-procedure in stable condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.